Event description:
It was reported that the patient presented in the clinic for follow-up. The pulse generator exhibited backup vvi operation. After a device software download, normal function resumed.